Manufacturer narrative:
(B)(4). Concomitant medical products: 11-173665 ¿ m2a head ¿ 669200; x180311 ¿ bi-metric stem ¿ 885140; 120010 ¿ cocr cable/sleeve - 955810. Customer has indicated that product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 10570; 0001825034 - 2018 - 10571.

Event description:
It was reported patient underwent a hip revision approximately 12 years post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
It was reported patient underwent a left hip revision approximately 12 years post implantation due to pain, trunnionosis, elevated metal ion levels and metallosis. Lab results received prior to the revision surgery note that patient has a chromium level of 4.3ng/ml and a cobalt level of 5.8ng/ml. The surgeon opted to replace the head component.